Event description:
It was reported the pt experiences uncomfortable and ineffective stimulation. The pt was involved in a motor vehicle accident and was hospitalized for 7 days. Upon being discharged the pt indicated stimulation was painful and burning at the lead implant site. The pt also indicated he does not feel stimulation in his pain pattern. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.